Event description:
A trilogy 100 ventilator was returned to the manufacturer for foam replacement per field action c&r 2021-05/06. During the evaluation of the device at the manufacturer service center, the device did not meet the acceptance criteria of evaluation process for clinical errors codes that were recorded in the device event log, therefore, the technician recommends replacing the system and the central processing unit board assembly to address the issue. In addition, the active porting block is damaged and will need to be replaced. The technician also confirmed the following cosmetic issues: missing rubber feet, power cord clamp and the rear case enclosure is damaged and will need to be replaced. No repair was performed. The device powered on and operated, as it should. The device was not needed for inventory and was scrapped.